Manufacturer narrative:
Conclusion and justification status: following further assessment of the information available, it was concluded that; a review of the information available identified that insufficient information had been provided to verify the reported incident. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The surgeon noted that the implant was loose. The medial femoral condyle bone was very soft. The synovial lining of the joint was thickened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.